Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure involving an inflatable penile prosthesis (ipp) due to suspected infection that caused the pump to become adhered to the scrotum. All components were removed and replaced without reported complications.